Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14-volt battery being damaged was confirmed, as the returned battery (serial number (B)(6) ) was observed to have scorch marks on two of its contacts upon arrival at the european distribution center. The battery was functionally tested and was found to perform as intended despite the observed damage, and the battery was able to charge and discharge properly throughout all testing. However, the observed damage may have contributed to the cause of the reported ¿short circuit.¿ the root cause of the battery¿s damage was unable to be conclusively determined through this analysis. The 14-volt battery, serial number (B)(6) , was observed to pass all initial manufacturing tests per the greatbatch manufacturing datasheet. Full device history records are retained by the original equipment manufacturer. The heartmate 3 patient handbook instructs users on how to properly use, charge, and calibrate 14-volt batteries. If a red light status becomes active on the ubc while the battery is charging, users are advised to not use that battery. The patient handbook also instructs users on how to check the current relative charge of the 14-volt batteries. Two batteries are expected to power the system for approximately 17 hours, and this can vary depending on activity level. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their batteries, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this even.

Event description:
It was reported that the battery was damaged and a short circuit occurred. There was no more information about the alarm signals. Log files were available. A new battery was provided and the damaged one would be returned. There was no adverse patient impact.